Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectosigmoid resection procedure. The stapling device was being applied to the vascular structure. When pressing the green button of the manual stapling handle, the jaws of the reload opened. After closing it a second time, it would not close completely. Opened a second handle and additional reloads, but the same issue occurred. The staplers were not able to fire. There was no patient harm.